Manufacturer narrative:
This report wil be amended when our investigation is complete.

Event description:
It was reported that the patient's knee was revised due to loose tibial and femoral components.